Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose was "slightly higher than 250 (mg/dl)" and that the cannula had dislodged from the infusion site.